Event description:
Senseonics was made aware of an incident where user reported infection at insertion site and wanted to get the sensor removed. User had some redness and drainage at the inserion site. Customer care made multiple attempts to contact the user to gather additional information, but no response was received. As per dms, the user's sensor reached end of life since on (B)(6) 2025.

Manufacturer narrative:
The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The user reported infection at insertion site with symptoms of sharp pain. User reported infection at insertion site and wanted to get the sensor removed. User had some redness and drainage at the inserion site. Customer care made multiple attempts to contact the user to gather additional information, but no response was received. As per dms, the user's sensor reached end of life since on (B)(6) 2025.